Event description:
Info received indicates that the pump was under-infusing by 8%. Tpn was being delivered 160ml for 18 hours.

Manufacturer narrative:
Testing of the pump indicates it was below volumetric accuracy test parameters. Pump was calibrated to resolve the issue.